Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed one unexplained power interruption. The battery cap attached securely to the pump. The pump was run for 24 hours with no power issues. Unrelated to the original complaint, the battery compartment was cracked alongside the pump. Moisture and a leak were found in the battery compartment. The pump was opened to find moisture damage on the printed circuit board.